Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was close to the quick release. The site of insertion was abdomen. The infusion set was in use for 4 days. No further information available.